Manufacturer narrative:
Initial reporter phone number: (B)(6) implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a considerable inflammation occurred in a male patient, the day after a successful cataract surgery. Additional information was received and it was learnt that the patient received additional medical care like celestène injections and oral antibiotic (tavanic). The patient was reported being good but there was fibrin debris on the lens. Two types of healon were used; therefore 2 mdrs will be filed. This report is for the healon 0.55. The same incident occurred to another surgeon (in the same hospital) where the only common point was the viscoelastic healon lot numbers used.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Although the product is not available for return, product testing was performed on manufacture's retained samples. Visual inspection showed that no visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. There were no visible defects on the cannula or on the product box. Functional test was performed without a malfunction. Chemical and microbiological tests were performed on the retain samples and the results were within product quality specification. Manufacturing records were reviewed and the product was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.